Event description:
It was reported that the ilet pump displayed a restart alert 38 consistent with a motor stall, after which insulin delivery appeared to stop until the user restarted the device and completed a successful dry run and subsequent supply change using new components, with insulin delivery then resuming; the event was associated with failure to infuse and involved the motor component, and the highest cgm reading reached 320 mg/dl with prolonged hyperglycemia before improving to 210 mg/dl after intervention. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified in relation to the reported failure to infuse, with the implicated device component being the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.